Manufacturer narrative:
Sections with additional information as of 20-feb-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: during follow-up call to customer on 18-dec-2019, customer stated she had tested with the truemetrix air meter had obtained results of 180 and 190 mg/dl that morning; customer stated she was not concerned with the results. Customer stated she had not spoken with her doctors office. Customer could not continue with the call as her nurse had arrived. When customer was called back the same day, customer stated she still had not spoken to her doctor and stated she believed that the meter and test strips were inaccurate. Replacement product was sent to customer.

Event description:
Consumer reported complaint on (B)(6) 2019 for high and erratic blood glucose test results. The customer is concerned with test results obtained post meal of 199 and 163 mg/dl. The customer¿s expected fasting blood glucose test result range post meal is 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 134 mg/dl and 133 mg/dl using meter. Customer was satisfied with the results obtained and had declined a replacement. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/28/2021 and open vial date is 11/26/2019. The meter memory was reviewed for previous test result history: result 1 : 146mg/dl date: (B)(6) 2019 time: 1:20am 5 hours after a meal fasting 130mg/dl or less. Result 2 : 158mg/dl date: (B)(6) 2019 time: 1:18am 5 hours after a meal fasting 130mg/dl or less. Result 3 : 199mg/dl date: (B)(6) 2019 time: 12:49am 5 hours after a meal fasting 130mg/dl or less. Result 4 : 163mg/dl date: (B)(6) 2019 time: 12:48am 5 hours after a meal fasting 130mg/dl or less. Result 5 : 173mg/dl date: (B)(6) 2019 time: 1:19pm 5 hours after a meal fasting 130mg/dl or less. During follow-up call to customer on 17-dec-2019, a back to back blood test was performed by the customer fasting and produced test results of 303 mg/dl both times using meter. Customer stated the result was high. Customer also stated that she has had changes in her medication due to a previous surgery unrelated to diabetes and stated she has been in pain due to the physical therapy. Customer stated she was going to call her doctor to see if her blood glucose could be elevated due to her recent changes.